Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed on (B)(6) 2015') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm . Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed on (B)(6) 2015') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within both right and left tubes are two silver-colored coiled metal wires') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endocervical squamous metaplasia, neoplasm and cyst nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and was found to have genitourinary tract neoplasm ("neoplasm of unspecified behavior of other genitourinary organs"). The patient was treated with surgery (total abdominal hysterectomy (corpus and cervix), with bilateral salplngo.oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and genitourinary tract neoplasm outcome was unknown. The reporter considered embedded device and genitourinary tract neoplasm to be related to essure. The reporter commented: as per medical record discrepancy noted- (B)(6) 2015. Confirming the injuries reported in this case, the following events were confirmed in patient's medical record: embedded device, neoplasm of unspecified behavior of other genitourinary organs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information, medical history, medical device removal replaced with embedded device. Rcc added. Event neoplasm of unspecified behavior of other genitourinary organs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.